Manufacturer narrative:
This is a reportable malfunction. The event code is addressed in the package insert. To date, no revision date has been provided. Although several attempts have been made, no medwatch 3500a has been received from the user facility.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.x-ray images reviewed. Product not returned.(B)(4).

Event description:
Allegedly from an x-ray image, it appears that the distal stem is broken.